Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly noted. However, found unlocked lcd keypad connector during visual inspection. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, and cracked belt clip slot.

Event description:
It was reported that the customer had issues with the down and act buttons on the insulin pump. The down and act buttons were not responding. His blood glucose level was 128 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.